Manufacturer narrative:
H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that smoke was coming from this 980 venti lator. The device was available for evaluation. One direct current (dc)-dc converter printed circuit board (pcb) was received for failure analysis. Visual inspection determined that there was a blown c83 capacitor with minor thermal damage along the p1 connector. Minor thermal damage was noted on the surrounding areas of the p1 and c83. An previous internal investigation was initiated to address this issue. The cause of the event was isolated to blown c83 capacitor with minor thermal damage on dc-dc converter pcb. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that smoke was coming from this 980 ventilator. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Device evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The medtronic service personnel (sp) inspected the ventilator and confirmed smoke coming from the expiratory side. The sp identified a burnt capacitor on the direct current (dc) to dc converter printed circuit board. The dc to dc converter was replaced. The ventilator passed all tests and calibrations at the time of service. It was reported that smoke was coming from this 980 ventilator. The reported issue was confirmed. The most likely cause was a burnt capacitor on the dc-dc converter board. If the replaced part is returned for failure investigation, a supplemental medwatch report with the findings will be submitted once the investigation is complete. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that smoke was coming from this 980 ventilator. The ventilator was not in use on a patient at the time of the reported event.